Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's associated one step pacing cable was damaged and unable to attach electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.